Event description:
The manufacturer received information alleging a ventilator's screen does not come on. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device screen failed to turn on. The device log was not obtained. The device is not needed for inventory and will be scrapped.